Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during an implant procedure, the sjm representative could not get the programmer to communicate with the ipg, and the buttons on the programmer were sticking. The sjm representative was able to use a second programmer with the ipg. The issue was resolved with a second programmer.